Event description:
It was reported that prior to a gastric bypass procedure could not get the instrument connected to the hand piece. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the devices were received in good condition. No visible damage was noted. The devices were tested on a generator and it was found that the hand control switch assembly buttons were non functional. However, both devices were connected and disconnected to the handpiece without any issues noted. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.